Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient unable to communicate to their ipg. Manufacturer representative was unable to resolve the issue via troubleshooting. Surgical intervention may be pending.

Manufacturer narrative:
A patient unable to connect to ipg was reported to abbott. Troubleshooting was attempted but issue persisted. No intervention planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.